Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2137539. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system silicone portion of the adapter/connector was found detached during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, after the nurse replaced the closed venous indwelling needle for the patient, the silicone part of the heparin cap was detached from the heparin cap when the patient was infused with sodium chloride injection after the infusion was completed, and the nurse immediately the replacement of a new closed venous indwelling needle can be used normally, and the patient has no adverse reactions for the time being."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system silicone portion of the adapter/connector was found detached during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, after the nurse replaced the closed venous indwelling needle for the patient, the silicone part of the heparin cap was detached from the heparin cap when the patient was infused with sodium chloride injection after the infusion was completed, and the nurse immediately the replacement of a new closed venous indwelling needle can be used normally, and the patient has no adverse reactions for the time being."